Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 02/27/2020. A manufacturing record evaluation was performed for the finished device al4074 number, and no non-conformances were identified. Additional information was requested and the following was obtained: it is reported that the sample is not available.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the suture was assembled on the needle holder and passed to the surgeon, when he began to stitch, the suture bursts in several attempts, so another suture was required. There were no adverse patient consequences reported. No additional information was provided.